Event description:
The hcp reported that the pump was explanted after an implant duration of 35 months, as "patient not getting relief from drug". The pump was replaced with a similar device. No patient symptoms or device troubleshooting were reported.

Event description:
The hcp reported tha tin 08/2005 the patient was not responding to increased doses of baclofen. A dye study revealed that the intrathecal catheter was epidural . The catheter was revised at the time of the pump replacement. "Excellent response now to baclofen"